Event description:
Additional information received from the healthcare provider noted that they were unaware of this event and uninvolved.

Event description:
It was reported that a patient had problems with her kidneys last year and had to go to an ¿infectious¿ healthcare provider. The patient was now having problems with her kidneys again and was working with a specialist who told her that her urine was contaminated and didn¿t ¿grow anything.¿ no interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v872545, implanted: (B)(6) 2012, product type: lead. Product ID: neu_un known_prog, serial# unknown, product type: programmer, physician. (B)(4).